Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced while running a loaded set. System error 105 was confirmed and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the evaluation, the device experienced a system error 105. There was no patient involvement.